Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The scope connector contact pin was leaking. The distal end plastic cover had a burn mark. The bending section cover glue was peeling. The plastic distal end cover insulation had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii bronchovideoscope presented a b30 error message (no image). The issue had something to do with the internal electronics on the scope contact. The same issue occurred with a different tower. The gold contacts were cleaned, however the issue remained. The intended diagnostic flexible bronchoscopy and bronchoalveolar lavage procedure was completed with the same scope with no surgical delay. No patient injury or procedure impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to breakage of image sensor, temporary contact failure at electrical contacts of scope connector or system, irregularity of peripheral products. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic system. Inspection of the endoscopic image. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section. The event can be prevented by following the instructions for use (IFU) which state: warnings and cautions: disappeared or frozen endoscopic image. ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ ¿if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. An addition reportable finding of plastic distal end cover melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.